Manufacturer narrative:
The facility reseated the testport cable at the logic and high voltage board to repair the bed.

Event description:
Alleged when the bed is plugged in, it will unintentionally lower itself.